Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) and shock channels. It was noted that the noise resulted in greater than 2 seconds of pacing inhibition for this pacemaker dependant patient. All other lead measurements were noted to be good. The noise could not be reproduced with patient isometrics and no muscle stimulation was able to be recreated. Technical services (ts) reviewed the electrogram strips and noted that the characteristics of the noise, combined with the inability to reproduce the noise, indicated that the source could be electro magnetic interference (emi). The rv sensitivity was reprogrammed to least. No adverse patient effects were reported.